Event description:
It was reported to olympus the colonovideoscope was being used during a polypectomy (during a cancer screening procedure) in which a perforation was caused within the bowel. The lesion appeared to be situated on a colonic fold. There was an initial attempt to remove the lesion with a non-company cold snare, but this did not grip the polyp sufficiently and the lesion partially slipped through. The snare was repositioned correctly and the lesion was then removed. As the lesion was removed, the perforation became apparent. Five non-company clips were used to close the perforation. The patient was given antibiotics and was required to stay at the hospital overnight for observation. It was stated that the physician was unsure if that type of snare could cause a perforation, additionally it was noted that it was unknown if a malfunction of the colonovideoscope could have caused or contributed to the event. There was no indication of any failure of the scope. Another procedure was scheduled to remove an additional lesion, but it was unclear if this was due to the incident or if the lesion was unsuitable for endoscopic resection. It was noted that the patient had been doing well approximately five hours after the event, but no additional information on the patient's outcome was available.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the suggested event "a colonic perforation occurred while removing a lesion during bowel cancer screening procedure" occurred due to the operation of the subject device by the user. However, the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: - important information ¿ please read before use: precautions. - important information ¿ please read before use: examples of inappropriate handling. "Angulation and insertion/withdrawal of endoscope with excessive force, insertion/withdrawal of endoscope while bending section is locked, looping insertion section, excessive bending of bending section (recommended to keep it as straight as possible), excessive feeding of air into channel, excessive suctioning" olympus will continue to monitor field performance for this device.